Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving three separate products; associated with mdrs #2937457-2014-00376 and 00377, 1225714-2014-00839, 00840, 00841 and 00842.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2013, a cardiovascular event and subsequently expired on (B)(6) 2013, after the use of the product.